Event description:
Customer reports to have received a motor error alarm. Customer's blood glucose was 400 mg/dl, which was treated with manual injection. During troubleshooting, it was found that customer went through body scanner at airport, but pump continued to function after that. Customer does not use sensor features. Customer is able to complete rewind sequence. After motor error, customer received a failed battery test alarm and states battery cap cannot be removed. Customer also reports to have a blank screen. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Insulin pump was received without original battery cap. Unable to verify damage to battery cap. Insulin pump was programmed and monitored for 2 days with no blank display noted. No failed battery test alarm noted. Insulin pump passed the displacement test, self-test, error test and basic occlusion test. All operating currents are within specification. Off no power alarm functioned properly. No unexpected weak battery alarm noted. No motor error alarm noted. Insulin pump was unable to prime during prime test due to faulty force sensor. Insulin pump was unable to perform the occlusion test and excessive no delivery test due to prime and fill anomaly. The motor was tested outside of the insulin pump and passed. Insulin pump had minor scratches on display window, cracked case at display window corner, cracked battery tube threads, scratched reservoir tube window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).